Manufacturer narrative:
Updating FDA reporting followup task owner.

Manufacturer narrative:
The axela sheath was not returned for evaluation. Review of photos show a puncture through the inner member/outer jacket, and scratches were observed on the outer jacket. The scratches were likely interactions with access vessel calcification. Procedural imagery revealed the delivery system was unable to advance through the sheath and the resistance appears to be at a tortuous point in the access vessel. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed other similar complaints. The review did not identify any manufacturing nonconformances that would have contributed to the event. A review of the complaint history from (B)(6)2018 to (B)(6)2019 revealed other similar complaints for sheath shaft resistance with delivery system and sheath shaft punctured for edwards axela sheath (all models). No manufacturing non-conformances or IFU/training deficiencies were identified. Patient and/or procedural factors were identified as possible root causes. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the axela sheath and no deficiencies were identified. During the manufacturing process, the axela sheath is visually inspected and tested several times. During manufacturing, the sheath shaft component was 100% inspected. During the final inspection, the sheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft resistance with delivery system and sheath shaft punctured were confirmed per the photos and videos provided by the physician.  Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Review of the lot history and DHR provided no indication that a manufacturing non-conformance would have contributed to the reported events. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaints. Review of IFU/training manuals revealed no deficiencies. Per instruction manual, push force can vary due access vessel tortuosity and calcification, which the patient was noted to have. Tortuosity can introduce difficult bend angles in the insertion pathway of the delivery system and calcification can prevent the sheath from fully expanding to accommodate the delivery system. Imagery provided showed the sheath may have interacted with calcification. Additionally, the delivery system was unable to be advanced past a bend observed in the access vessel. The manipulation of the devices in order to overcome this resistance likely resulted in the puncture of the sheath. While a definitive root cause is unable to be determined, available information supports that patient (tortuosity, calcification) contributed to the resistance and procedural factors (excessive force) contributed to the reported events inner member and jacket punctured and may have resulted in the vascular dissection. The complaint events were confirmed. However, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. Available information supports that the events were likely related to patient and procedural factors. No labeling/IFU/training inadequacies have been identified. A product risk assessment escalation was not required. A CAPA was previously opened to further investigate resistance with delivery system complaints that result in the valve being stuck in the axela sheath.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), at the end of a right transfemoral tavr procedure, angiogram revealed a vascular dissection that was surgically repaired. At the beginning of the case, excessive force was required when trying to advance a 26 mm sapien 3 ultra valve/ultra delivery system through the 14 fr axela sheath.  The devices were removed from the patient and replaced. A large hole was noted on the proximal end of the axela sheath on removal.  A 14fr esheath was attempted to be used in replacement of the axela sheath.  The esheath also showed signs of challenging insertion and was removed.  A second axela sheath and 26 mm s3u valve/system were prepped.  The valve was successfully deployed with no indication of aortic regurgitation. Upon removal of the devices, on angio inspection a vascular dissection in the iliac bifurcation was noted. The injury was reportedly caused by the axela sheath. Vascular cut down was required to repair the vascular dissection. Patient is well and has been discharged. Per photo attached the axela sheath was observed to be damaged.